Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen [2000mcg/ml] at a rate of 279.9mcg/day via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that a motor was seen at initial interrogation. The patient had recently undergone an MRI for an unknown reason. It was noted that a motor stall recovery had not occurred at the initial review of the logs, but an interrogation resulted in a recovery. The motor stall recovery took approximately six hours to appear in the pump logs after the patient left the magnetic field. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.